Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the healthcare provider attempted to implant a lead, but neuromonitoring in the case notified the surgeon of "loss of motors" when the paddle was put in, so the case was aborted. Per the physician, the patient was regaining sensation and movement as of (B)(6) 2026. The cause of the issue was not determined, and no further actions were taken, or were planned, to resolve the issue.

Manufacturer narrative:
B2: the outcome attributed to the adverse event is a cancelled surgery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.